Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facscalibur¿ flow cytometer waste leaked outside of instrument. There was no patient/user impact. The following information was provided by the initial reporter, translated from chinese to english: the instrument leaks. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no what was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) waste liquid did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6)unknown was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.) Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin."

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd, part # 342975, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage without bleach not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to (B)(6) 2021. ¿ complaint trend: there are 7 complaints related to a waste leakage not contained within the instrument. Date range from (B)(6) 2020 to (B)(6) 2021. ¿ manufacturing device history record (DHR) review: DHR part #342975 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn waste connector. The customer had initially reported the complaint of a leakage from the bottom of the instrument in case #(B)(4), and the tsr (technical service representative) assisting the customer scheduled a fse (field service engineer) visit for the repair. In (B)(4), the fse confirmed the leakage from the instrument, cleaned up the waste liquid inside the instrument, and replaced the waste liquid pipe joint with one provided by the customer. After the repair, the fse tested the instrument an found that the test signal, switches, and prime were normal. The instrument had no leakage for over ten minutes after loading the sample, and the fse confirmed that it was functioning as expected. Although there was a leakage of waste which poses the risk of contamination upon skin contact, the customer confirmed that they did not come in direct contact with the leakage and was not harmed in any way. Additionally, there was no spray of fluid so there was no increased risk of exposure. The instrument was being used for research purposes, and thus no patients were affected from the incident. The safety risk is limited, s2, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2012 defective part number: n/a work order notes: o subject / reported: pi-342975-facscalibur-leaking o problem description: the facscalibur waste liquid discharge pipe is corroded, and the waste liquid flows outside. Research use. Accept the payment, the quotation has been stamped and sent back. Customer feedback: the equipment has liquid outflow, and the waste liquid bucket does not enter the liquid. Hope to come to the door as soon as possible o work performed: clean up the leaking waste liquid in the instrument, replace the waste liquid pipe joint (provided by the customer), the test signal is normal, the switch machine is normal, the prime is normal, and the instrument has no leakage for ten minutes after loading the sample, and the instrument returns to normal. O cause: broken connector o solution: clean up the leaking waste liquid in the instrument, replace the waste liquid pipe joint (provided by the customer), the test signal is normal, the switch machine is normal, the prime is normal, and the instrument has no leakage for ten minutes after loading the sample, and the instrument returns to normal ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part # 342973-01ra, rev. 01/vers. A, bd facscalibur failure mode and effect analysis was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby a waste leak is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? ¿yes ¿no o item: sheath reservoir 05-10084-00 o function: hold sheath o potential failure mode: sheath fluid leaks on floor o potential effects of failure: damage to environment o potential causes/mechanisms of failure: sheath tank breaks or leaks from seams o current controls: current controls o recommended actions: n/a o responsible party: n/a o target completion date: n/a o actions taken: n/a o sev: 5 o occ: 3 o det: 3 o rpn: 45 mitigation(s) sufficient yes no ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn waste connector. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn waste connector. The fse confirmed the issue, cleaned the waste leakage from the instrument, and replaced the waste connector. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no further leaks occurred. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h.10

Event description:
It was reported that while running bd facscalibur¿ flow cytometer waste leaked outside of instrument. There was no patient/user impact. The following information was provided by the initial reporter, translated from chinese to english: the instrument leaks. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) waste liquid 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6)unknown 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.) 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) ---no physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin."